Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was leaking. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20043182 it was reported tubing is leaking at y-site. Additional information (customer response) (B)(6)-2020: 1. What was the date and time of the event? 8/12/20 2. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? Tubing set was attached to the patient 3. Was there a delay of, or change in, the course of treatment due to the event? Please explain: no 4. Exposure to blood/bodily fluid/IV solution? If yes, please explain: normal saline solution leaked from the y-site onto the patient 5. Are the products involved in the event available for investigational purposes? No

Manufacturer narrative:
It was reported that the tubing is leaking at the y-site. Received one new primary set model 2426-0500 lot 20043182. The set was visually inspected for kinks, incomplete bonding engagements, holes/ tears in the tubing or damages to the components. No anomalies or evidence of damages were observed during initial visual inspection. Functional testing was performed by attaching the set to a lab IV bag filled with blue dye water. An 18-guage cannula was attached to the primary set¿s male luer. The set reprimed successfully via gravity with no signs of leaks or anomalies. One 10ml lab syringe filled with blue dye water was attached to each smartsite. The syringe plunger was gently depressed and no leaks or issues were observed. The set was then loaded into a lab pump module for a primary infusion. The infusion was programmed for a rate of 125ml/hr and vtbi of 125ml. The infusion completed with no alarms, leaks, or any issues. The set was pressure tested while submerged underwater (per dir #10000360033 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No leaks or anomalies were observed the sets or at their components. Equipment used (measurement and testing performed on (B)(6) 2020) - 8015 alaris pcu 1.5, eq08330, calibration due date: 04aug2021 - 8100 alaris system lvp, eq08327, calibration due date: 16nov2020 - air pressure regulator with pressure gauge, eq00151, calibration due date: 07nov2020 a device history record for model 2426-0500 with lot number 20043182 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 05apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that the tubing is leaking at the y-site was not confirmed. The root cause of the customer¿s experience was not identified because no leaks or anomalies were observed or replicated during functional and pressure testing. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was leaking. The following information was provided by the initial reporter: material no: (B)(4). Batch no: 20043182 it was reported tubing is leaking at y-site. Additional information (customer response) 18-aug-2020: what was the date and time of the event? (B)(6) 2020. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? Tubing set was attached to the patient. Was there a delay of, or change in, the course of treatment due to the event? Please explain: exposure to blood/bodily fluid/IV solution? If yes, please explain: normal saline solution leaked from the y-site onto the patient. Are the products involved in the event available for investigational purposes? No